Manufacturer narrative:
(B)(4). One 8f fast-cath introducer sheath and dilator were received for evaluation. The results of the investigation concluded a leak was noted in the hemostasis seal during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was inspected which revealed tearing in the slit of the seal. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause for the reported air could not be conclusively determined. Per the IFU, air emboli is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, air was noted in the left atrial appendage. The sheath was inserted into the body to perform a transseptal puncture to access the left atrium. The brk needle was inserted and access to the left atrium was successfully obtained. A non sjm catheter was inserted into the left atrium through the sheath and a model was created of the chamber structures on the ensite velocity system. The catheter was removed and the sheath was exchanged over a .032 wire. Following cryo ablation of the left sided veins, air was noted in the heart on fluoroscopy. A pigtail coronary catheter was inserted into the right atrium and dye was injected to visualize the flow of the right atrium and the location of the air which was believed to be the left atrial appendage. The non sjm mapping catheter and the cryo balloon were removed from the body and another catheter was positioned at the base of the left atrial appendage. A 60cc syringe was used to aspirate back on the catheter. The air was aspirated out of the left atrial appendage using a syringe to aspirate back on the catheter. The procedure was continued, and concluded with isolation of all pulmonary veins. The patient was in stable condition. Review of the cine images on fluoroscopy from before and after the transseptal puncture revealed the air was introduced after the puncture, and before the non sjm catheter was removed from the sheath. There were no performance issues with any sjm devices.